Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the follow up report in section g4 was submitted with incorrect 'aware date'. The aware date should be considered as '28-apr-2023'.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Select patient information cannot be provided due to regional privacy regulations. S.w version 2.8c. Retainer ring = clear. Case type = ngp. Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2019. The pump passed the self test, active current measurement and sleep current measurement. The pump alarmed insulin flow blocked during the basic occlusion test, failed the prime/seating test and unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. The pump history file/traces download was successful using thus. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2019 13:38:00.000 alarmalertnotification faultnumber = no delivery (7) bolus delivery (B)(6) 2019 13:39:05.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:39:34.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:40:10.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:43:43.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:44:15.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:44:46.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:45:35.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:48:17.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:49:02.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:51:21.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:51:52.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:53:27.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:55:24.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 13:59:16.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 14:06:53.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 14:13:21.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 14:27:56.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 14:43:33.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2019 21:43:51.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2023 06:57:00.000 alarmalertnotification faultnumber = no delivery (7) bolus delivery (B)(6) 2023 07:00:00.000 alarmalertnotification faultnumber = no delivery (7) bolus delivery please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2019 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2019 13:53:53.000 (B)(6) 2019 13:54:22.000 (B)(6) 2019 13:54:50.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2019 13:54:03.000 (B)(6) 2019 13:54:29.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is (B)(6) 2019 at 4:16:00 pm. There was no power data available for the event date of (B)(6) 2019. Unable to check power data for failed battery alert/battery failed alarm. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. In conclusion, unexpected no delivery alarm/insulin flow blocked alarm was confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Unexpected no delivery alarm/insulin flow blocked alarm during the basic occlusion test and failed the prime/seating test was confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported with the pump alarming with insulin flow block , it was reported that the insulin flow blocked alarm during fill tubing. Troubleshooting was performed and insulin exited. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the device will be returned for analysis.